Manufacturer narrative:
Continuation of d10: product ID: 97745, lot# serial#: unknown, product type: programmer, patient product ID 97745bp, lot# serial# unknown, product type: accessory, product ID: 97745ac ,lot# serial# unknown, product type: accessory, product ID: neu_unknown, lot# serial# unknown, product type: unknown ,product ID: 97745nt, lot# serial#: (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was patient stated the battery went dead on the controller last week on friday. Patient said the screen was just black, and when they pressed any buttons, the controller wouldn't power on. Patient said they tried removing the battery pack and putting in aa batteries, but said they weren't able do as there were only "2 contacts" in there. Patient had the controller but said they had lost the battery pack and the battery door. Patient did not see any white labels inside controller compartment. Agent attempted to review with patient that the bottom half of the battery may have broken off inside controller, but patient was not understanding and did not try to remove the bottom half when agent asked. An email was sent to the repair department to replace the controller and battery pack. Agent could not gather model or serial numbers, but selected model numbers for repair email based on pt's implant date. Patient mentioned they were in co nstant pain without the implant.  Pt called back to report they received the controller and li battery pack, but saw 'software problem: 1. Intellis; 2. 3.6; 3. 243; 4. Qf_port" after starting up pairing instructions. Agent had pt reset the controller by removing and reinserting the li battery pack which successfully cleared the screen, then started pairing instructions. Pt said they broke a nail trying to open/close the controller battery door, and struggled to get the door to shut all the way. Pt got to the 'connect' screen, then disappeared during call while saying they were going to attach recharger. Agent waited a couple minutes, thinking pt may have gone to grab cord, but was uncertain what happened. Caller disconnected the call. Pt last said "hang on, I have to undo the plug on the bottom of this thing" and then never returned to the call. Agent called out to pt a couple of times and thought pt may have had to step away to get proper equipment, but they never returned and the call was disconnected on the patient's side. Additional information was received from the patient. Caller reported their pain symptoms began to return a couple days ago. Caller stated they do not have a back for their controller and was not using their controller because of that. Agent reviewed that pt can insert the battery into the controller and still use the controller without the back. Caller inserted the battery pack and confirmed the controller powered on but the battery was empty. Agent instructed caller to charge the controller, then charge their ins and turn stimulation back on. Agent also sent an email to repair to request a controller battery pack compartment door. Patient called back with the same software problem (1 intellis 2 3.6 243 qf-port) message. Patient removed the battery and plugged the ac power supply cord into the controller. Controller powered on. Patient selected implant on the hello screen. Patient got connect the recharger. Patient inserted the battery pack and but could not locate the back cover and patient noted they never received the back cover. Patient connected the recharger and got the software problem message. Agent advised patient to find other equipment; agent realized patient could not see the white label on the old controller. Agent made an outbound call and left a voicemail for patient to call back so agent could replace the controller and review shipping information. Agent closed case. Additional information was received from the patient. Pt called stating she cannot get her unit to pair. Pss advised to reset and after reset confirmed the controller would not power on without battery to wall and no light on ac power. After pt put battery back in would turn back on however advised to charge controller which pt cannot. Patient services (pss) sent request to repair for ac power box. Pt states she was just sent battery and controller and a cover. Patient reiterated about having pain which was already reported.

Manufacturer narrative:
Concomitant medical product: product ID 97745, serial# unknown, product type programmer, patient product ID 97745bp, serial# unknown, product type accessory product ID 97745ac, serial# unknown, product type accessory product ID neu_unknown serial# unknown, product type unknown product ID 97745nt, serial# (B)(6), product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.